Event description:
Customer reported that panel b has a zipper that is damaged. The date when the issue was discovered is unk. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirms the reported issue. Eval revealed that the pt access panel's side a and b, zipper slider bodies were open. (B)(4).